Manufacturer narrative:
Investigation completed 07/19/2017. Complaint history, model 110-4xxx, from jul-2015 through jun-2017 reviewed; there were six other complaints that were issued with complaint code (B)(4), and one of them was confirmed. The number of confirmed reports (01) divided by the number of units sold model 110-4xxx, (74105), jun-2015 through may-2017 results in a failure rate percentage (B)(4). The customer¿s complaint ¿for the first case, the 1104-b is zeroing in a normal way. After connecting to a camino model mpm to monitor a certain patient, the indicator originally showed the accurate numbers (around 12 to 13). After a period of monitoring (around 4 to 5 hours), the indicator dropped to negative figures (around -2 to -3)¿ could not be confirmed as the customer did not return the device for evaluation.

Event description:
For the first case, the 1104-b was zeroing in a normal way. After connecting to a camino model mpm to monitor a certain patient, the indicator originally showed the accurate numbers (around 12 to 13). After a period of monitoring (around 4 to 5 hours), the indicator dropped to negative figures (around -2 to -3). The customer connected the 1104-b to another camino to test and the icp indicators shown were similar. Additional information has been requested. Linked to mfg. Report number: 2023988-2017-00041.